Event description:
Patient reportedly experienced facial nerve paresis. The surgeon reportedly prescribed systemic steroids. The patient's parents reported that the facial paresis had decreased. Testing performed at the center revealed shorts in the electrode array. Programming adjustments were made. The patient continued to be monitored by the center. In october 2005, the patient reportedly experienced a decrease in performance. A decision was made to explant the device.